Manufacturer narrative:
(B)(4). Batch # r93l4e. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the instrument was disassembled to inspect internal components it was found that the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic gastrectomy, the tissue pad was worn out during use. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.